Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Moreover, the patient had a large hematoma after the implant procedure as the incision was not properly closed, thus, the hematoma burst. The physician needed to re-implant the same device after the wound was cleaned. As a result, the patient got infected where the device was located. No resolution reached as of the moment as there was no additional information received. To date, the device remains in service. No additional adverse patient effects were reported.